Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure communication error along with a split screen and black lines was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of communication error along with a split screen and black lines due to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope displayed an e217 communication error along with a split screen and black lines. It is unknown when the reported issue occurred. There were no reports of patient harm.